Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the patient received inappropriate high voltage (hv) therapy. The hv therapy episode was not recorded or saved in the device memory. The device remains implanted with no further intervention. The patient was stable.